Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The foreign material possibly remained in the device due to reprocessing not being conducted properly due to leakage from the bending distal end cover. Therefore, the root cause for the remaining foreign material could not be established. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: maf-dm2/gm2/tm2 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: maf-dm2/gm2/tm2 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the mobilescope has liquid coming out through the distal end. There were no reports of patient harm.